Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when both tips of the 3.2 x 80 pins broke off inside the cortex of bone while being drilled into the patient's tibia. The pin tips were unable to be removed from the patient's bone so the surgeon opted to leave it inside the patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: both tips of the 3.2x80 pins broke off inside far cortex of bone while being drilled into tibia by dr. (B)(6) under normal circumstances and with appropriate drilling technique. Unable to remove pin tips from bone so surgeon had to leave the metal in the bone. Delayed for: 10mins. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143000-01 non-sterile bone pin, single) were manufactured shipped to millstone on november 25, 2015 and accepted into final stock on november 25, 2015 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 143080, lot number w41377 shows two additional complaints related to the failure in this investigation, pr1375700 and pr1384468. Tracking of complaints related to the 143080 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did use the drill guide during placement of the bone pin. The bone pin broke related to another one of the other potential causes found in 2.0 afmea 0007 sys r35 including: excessive off-axis force applied, high patient bone density, bone pin reuse fatigue, bone pin re-directed during insertion, improper drill speed used increasing torque on pin. Based on this investigation, it is not possible to determine which of the cause(s) above contributed to the failure. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when both tips of the 3.2 x 80 pins broke off inside the cortex of bone while being drilled into the patient's tibia. The pin tips were unable to be removed from the patient's bone so the surgeon opted to leave it inside the patient.